Event description:
Bard g2 ivc (inferior vena cava) filter was to be placed to the femoral area. Packaging for jugular and femoral vein look identical except for small labeling. The jugular filter was opened for the femoral case. Nurse caught mistake before given to physician for insertion.====================== manufacturer response for bard ivc filter, g2 filter (per site reporter)======================spoke with bard rep concerning packaging.